Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with a vibratory alert for low out of range impedance on the atrial lead. There was also noise or myopotentials over-sensing causing inappropriate automatic mode switch episodes noted. No intervention or patient condition after the event were reported.